Event description:
It was reported the lead was replaced due to low impedances and a suspected inner insulation issue. No patient complications were reported as a result of this event. Additional information was received, reporting high thresholds.